Event description:
The contact reported that her husband obtained inaccurately low blood glucose readings with test strips, lot number 1g501b and lot unk. On 11/24/969, the pt opened the first bottle from a box of lot 1g501b and obtained a blood glucose reading in the 30 mg/dl range. Because he showed no hypoglycemic symptoms, the pt opened the second bottle of test strips from the same box and obtained a blood glucose result of 41 mg/dl. Because this reading was also low, the pt then opened a new box of test strips lot unk, code number 8, and obtained a blood glucose result of 17 mg/dl. The lot number on this bottle is smeared so the contact cannot read it. On 11/25/96, the pt opened a new box of test strips, lot 1g503a, code 7, expiration 12/1/96, and obtained a blood glucose result of 94 mg/dl. Both the contact and pt believe the blood glucose test result is accurate. The pt does not keep the lid separate from the test strip bottle for a prolonged period time. He does not expose the test strips to extreme heat, cold or moisture. He stores the test strips in his bedroom. The contact could not perform a normal control solution test with the representative because the pt does not have control solution. With the representative, the contact obtained a check strip test result of 81 versus a check strip range of 70-94.